Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted therapy is working well and they don't want to change anything. They added that they haven't been sexually active in years and live alone, but they feel increasing stimulation in their vulva area. The patient noted that they haven't changed the setting since (B)(6) 2019. They also noted rolling from one side of the bed to the other side when sleeping and they sometimes feel achy at the ins site due to the weather. They mentioned the ins felt closer to the skin in (B)(6) 2019 to a manufacture representative (rep). The rep noted if it was uncomfortable they could go back in and reposition ins, but the patient said the ins was in a good spot so they decided to leave it alone. The patient also said they have a lot of nerve damage and that's why they had the ins implanted. They asked if the nerve could grow back (which was why they were feeling the sensation). As a result of what was reported, the patient was redirected to their healthcare provider (hcp). The call center reviewed how programs function as well as the fact that the ins moving/shifting could affect how therapy is working. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were doing really fine at first, but they've had to use catheters more often and their retention has increased for the last two weeks. At first, patient said they were going to the bathroom about every three hours and filling up their catheter "about 200". They had an appointment with their healthcare provider (hcp) on (B)(6) 2018 who told them to catheterize mid morning and before bed. Patient added they are now getting "up to 1250" in their catheter twice a day. They are also experiencing more pressure and bloating. They added that they would catheterize about 10-11 times a day prior to implant. They also said that they've only tried program 3 and have increased by 0.1v. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so they increased stimulation to 1.5v. Patient added they don't feel stimulation, but said their vagina feels tight. They confirmed that it wasn't bothering them and will monitor their symptoms. It was reviewed that the patient can decrease if it becomes uncomfortable, increase if it's comfortable, or change programs if the current setting doesn't help. The patient was instructed to review any directions previously given to them by their healthcare provider (hcp). It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was lastly reviewed to follow up with the hcp if the problem does not resolve. No further patient complications have been reported as a result of this event. Additional information received from the patient on 2019-jan-18 who was still not having therapeutic relief and appeared to be self-catheterizing more. They further reported that their healthcare provider's (hcp) office wants them to switch to a different program. During the call, patient switched to program 4, but wanted to switch back to program 3 and just decrease stimulation to determine if that would work better. They wanted to stay on program 3 because that initially helped them. Stimulation was set to 1.3v on program 3; they will monitor their symptoms. In addition, patient said they couldn't feel stimulation down there. No further patient complications have been reported as a result of this event. Additional information received from the patient on 2019-jan-24 who reiterated issues with catheterizing ten times a day. They added that they can finally sleep now as they don't need to catheterize. Patient mentioned they just started feeling the implant in their body as it feels close to their skin; they thought it was about the size of a quarter. Patient also thought the ins depth is shallow. No further patient complications have been reported as a result of this event. Additional information received on 2019-jan-30 from the patient stated interstim was implanted due to retention and patient calling to ask if increasing stimulation will make patient void more. Patient mentioned she believes she turned stimulation up too high because she noticed if she was standing for "a little longer period", she noticed pulsating/vibrating from stimulation that was "distracting" and bothering her. Patient also mentioned she felt sore, like a pain down her leg and into foot. Patient mentioned she thought it was stimulation so she decreased and resolved discomfort prior to call. Patient mentioned she is "blessed it's working, it's just the voiding amounts vary day to day". Patient stated she believes she may be adjusting settings too frequently and stated normally she can see the change in 2 days when a change is made to settings. The caller to follow up with hcp. Additional information was received on (B)(6) 2019 from the consumer. It was reported that the patient had called their health care physician (hcp) and they were waiting for a call back. The patient noted that they were told to leave the stimulator alone at 1.1 volts and on program 3 as they had played with it prior to their appointment on february 1. The patient reported that they didn't seem to be voiding on their own now. The patient stated that they were told to use a catheter in the morning and in the evening once each time. The patient stated that they used to use them 10-12 times a day before the surgery and that they were worried and concerned that their body was getting used to not using the catheter and their bladder was really full again. The patient stated that they were voiding about 1040, 1100 and 750 cc levels. The patient reported that it felt like it had stopped working. The patient stated that nothing had really changed. The patient noted that the last week prior to the call they had done more dancing to stay more limber as just walking didn't get them ¿loose¿. The patient noted they didn't think any of it was excessive. The patient then explained how the groups function versus intensity. Patient services reviewed that it was best to wait for their hcp¿s call back and to do as the hcp instructed. During the call the patient used the programmer and confirmed that stimulation had been on. The patient also stated that the battery level on the programmer was confusing. Pss reviewed that the only battery level on the interstim controller was the programmer battery level. The patient stated that prior to the implant they were "cathing" about 1.5l each time. The patient was redirected to follow up with their hcp to address the therapy not working. The patient stated that this was sudden, on (B)(6) 2019. The patient initially said 4 or 5 days ago and then clarified to thursday of the prior week. The patient also reviewed that they have had epidural injections (unrelated to the device/therapy) for so long that they thought there was nerve damage that had caused the need for the stimulator. The patient also stated that they had been in a lot of accidents. When asked about trauma, the patient stated that nothing had changed recently; that they were lifting a table for demonstration but that they had been doing that for months. The patient also mentioned they had been exercising a bit more. There were no further complications reported.